Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: e3, h6 (type of investigation, investigation findings, component codes, investigation conclusions). A getinge field service engineer (fse) inspected the device and replaced the video generator board and the executive processor board. An operational inspection was performed in accordance with the inspection record sheet, and the unit was confirmed to be functioning properly. The failure analysis and testing dept. Received video generator board and the executive processor board with a reported unit failure of a maintenance review message. The fat performed a visual inspection and found the parts to be in good condition. The fat installed each part in cardiosave test fixture and tested the part to factory specifications per procedure. No failure confirmed. Retaining the parts in the failure analysis and testing department per procedure.

Event description:
N/a.

Manufacturer narrative:
Other contact person: (B)(6). Updated field: updated field: b4, d8, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. The clinician replaced the unit with a cs300 and continued treatment, and no patient health issues were reported. A getinge field service engineer (fse) inspected the device and replaced the video generator board and the executive processor board. An operational inspection was performed in accordance with the inspection record sheet, and the unit was confirmed to be functioning properly. Based on the evaluation results provided by the field service engineer, the failure occurred due to a defective video generation board and executive processor board. The issue was resolved by replacing the malfunctioning part. Root cause evaluation for the replaced part cannot be performed since the defective part was not yet returned. However, per the cardiosave dfmea the possible cause of the failure mode for exec ui bridge sender failed wdt & video heartbeat lost could be pcb reliability/cardiosave_20 (functional - data availability) & sw/hw interface/cardiosave_14 (energy - pressure).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h6 (type of investigation), h11.

Event description:
N/a.

Event description:
It was reported by customer that during use the cardiosave intra-aortic balloon pump (iabp) indicated maintenance required message. No harm reported.

Manufacturer narrative:
Due to character limitation e1(event site name): (B)(6) medical center. Due to character limitation e1(event site address): (B)(6). A supplemental report will be submitted upon completion of our investigation.